Event description:
Attorney's report of patient's alleged permanent personal injuries, pain, suffering, and emotional distress due to use of a ck mesh patch. Per legal claim: attorney alleges per short form that the patient underwent surgery for the implant of unspecified bard/davol composix kugel hernia patch on (B)(6) 2002 and a bard mesh (bard flat mesh) on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. It is alleged that the patient underwent revision surgery on (B)(6) 2004. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Per medical records and plaintiff profile form: (B)(6) 2002 ¿ patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of composix kugel mesh (device #1). Per operative notes, ¿the hernia sac is amputated and a composix kugel mesh (device #1) was placed and tacked.¿ (B)(6) 2004 ¿ patient was diagnosed with two incarcerated right lower abdominal incisional hernias thereby underwent open repair with partial removal of mesh (device #1) and implant of bard flat mesh (device #2). Per operative notes, ¿the dense adhesions were taken down. The areas of redundant and nonadherent mesh (device #1) were all excised. A new piece of bard flat mesh (device #2) was placed and sutured in right lateral to the prior mesh (device #1). (B)(6) 2005 ¿ patient had wound infection thereby underwent debridement of wound.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. H11: this supplemental emdr was submitted to update the manufacturer and to correct location of event. This supplemental emdr represents the composix kugel (device #1). An additional emdr was submitted to represent bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the composix kugel (device #1). An additional emdr was submitted to represent bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney's report of patient's alleged permanent personal injuries, pain, suffering, and emotional distress due to use of a ck mesh patch. Per legal claim: attorney alleges per short form that the patient underwent surgery for the implant of unspecified bard/davol composix kugel hernia patch on (B)(6) 2002 and a bard mesh (bard flat mesh) on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. It is alleged that the patient underwent revision surgery on (B)(6) 2004. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Per medical records and plaintiff profile form: (B)(6) 2002 ¿ patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of composix kugel mesh (device #1). Per operative notes, ¿the hernia sac is amputated and a composix kugel mesh (device #1) was placed and tacked.¿ (B)(6) 2004 ¿ patient was diagnosed with two incarcerated right lower abdominal incisional hernias thereby underwent open repair with partial removal of mesh (device #1) and implant of bard flat mesh (device #2). Per operative notes, ¿the dense adhesions were taken down. The areas of redundant and nonadherent mesh (device #1) were all excised. A new piece of bard flat mesh (device #2) was placed and sutured in right lateral to the prior mesh (device #1). (B)(6) 2005 ¿ patient had wound infection thereby underwent debridement of wound.